Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained strips. Visual inspection was performed on the meter and no issues were observed. Meter did not power on with button or test strips. Initiated meter communication using usb cable, however communication was unsuccessful and meter display was not powered on. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased meter; no issues were observed. An extended investigation has also been performed. Attempted to power on the returned meter but the meter failed to power on. Performed visual inspection on the meter's printed circuit board assembly (pcba), no issues were observed. The crystal was checked and no issue was observed. Attempted to powered on the meter after reflowing the microcontroler unit (mcu), but the meter still did not power on. Replaced the meter's central processing unit (cpu) with a new unsued meter cpu and the meter was able to power on. Therefore, it was determined that the root cause was a defective cpu component. The issue is confirmed due to a faulty cpu. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 03-dec-18, it has been in distribution beyond its useful life as of the case awareness date of 19-dec-23. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated based on the returned product.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.